Event description:
It was reported the device was used during a laparoscopic colectomy. It was reported the device made an error alarm. Case was completed with same like device with no patient consequence.